Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, water ingress was found to the device. The device's sensor board and flow sensor assembly were replaced to address the issue. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.